Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 were not detected on the bus. As per part investigation, it was determined that blown fuse (f201) on the pyxibus module controller board, along with a short circuited capacitor (c310). The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI). Part analysis: the reported issue of the medstation es main not being detected on the bus was confirmed by the fse and subsequently validated through the dchu testing process. According to wo (B)(4): the fse reported that the module controller had failed. The module controller was replaced, the firmware was updated, and the system was tested with hta. The customer recovered and tested the system with the application. External inspection revealed that the pyxibus module controller board had a short circuited capacitor (c310) and a blown fuse (f201). Dchu laboratory confirmed the pyxibus module controller board has a blown fuse (f201). No further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a blown fuse (f201) on the pyxibus module controller board, along with a short circuited capacitor (c310) which led to circuit instability and ultimately compromised the drawer's functionality pmc board.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer 2.1 and 2.2 was not detected on bus. A field service engineer replaced the module controller board. Firmware was updated to the latest version. Functionality was tested using hardware test application (hta). The customer was able to recover the system and confirmed successful operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.